Manufacturer narrative:
Concomitant products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64002, lot# n314906, implanted: (B)(6) 2012, product type: adapter. Product ID: 3387-40 lot# v000988 serial# implanted: 2006-05-02 explanted: product type lead product ID 3387-40, lot# j0537423v, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Additional information received confirmed that the device was explanted and a culture was performed but the results were unknown. No further information was provided.

Event description:
It was reported there was an infection at the implantable neurostimulator (ins) site. Explant was required as a result of the event. The surgeon indicated they were planning to explant the ins and cut the extensions at the site of the pocket. The explant procedure was supposed to occur the day prior to report but had not been confirmed. The patient status was unknown and there were no patient symptoms or injuries related to the event. No patient outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.